Event description:
It was reported to resmed that an astral device had a defective battery. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Review of the device logs confirmed a battery charger fault. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a defective battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: case-(B)(4).